Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced damaged tubing. The following information was provided by the initial reporter: assembling cvp setup. Went to prime the line, air kept forming, upon assessment a hole was found at the end of the alaris tubing.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced damaged tubing. The following information was provided by the initial reporter: assembling cvp setup. Went to prime the line, air kept forming, upon assessment a hole was found at the end of the alaris tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22065906. D4: medical device expiration date: 15jun2025. H4: device manufacture date: 15jun2022. D4: medical device lot #: 22065950. D4: medical device expiration date: 16jun2025. H4: device manufacture date: 16jun2022. D4: medical device lot #: 22065951. D4: medical device expiration date: 15jun2025. H4: device manufacture date: 15jun2022. D4: medical device lot #: 22065998. D4: medical device expiration date: 16jun2025. H4: device manufacture date: 16jun2022. D4: medical device lot #: 22066004. D4: medical device expiration date: 17jun2025. H4: device manufacture date: 17jun2022. D4: medical device lot #: 22066005. D4: medical device expiration date: 16jun2025. H4: device manufacture date: 16jun2022. D4: medical device lot #: 22066044. D4: medical device expiration date: 19jun2025. H4: device manufacture date: 19jun2022. H6: investigation summary: one sample was submitted for quality investigation. The customer complaint was verified by inspection. Visual inspection was conducted and two cuts in the tubing were identified. The infusion set was then primed with sodium chloride. Leakage was noticed at the location of the cuts in the tubing. Additionally, the cuts in the tubing allowed for air to enter the infusion tubing, creating bubbles in the infusion line. A device history record review for model 2420-0007 lot number 22065906 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22065950 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22065951 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22065998 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22066004 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22066005 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22066044 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue seen in the compliant is that the infusion was cut and allowed for air bubbles to be created within the infusion line. The manufacturing location was made aware of the issues and an investigation was conducted into the assembly process. An issue with a tubing conveyor cart was identified that may have caused the damage seen in this complaint and updates to the process have been implemented to correct the issue.